Event description:
It was reported that "an e2 error message indicates that the hand piece lock is engaged" on the hand piece device. The reporter stated that the event occurred during surgery, but was unable to determine the date of the event. No injuries or medical interventions were reported. There were no delays in surgery as an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device has been returned and evaluated. Reliability engineering tested the device, and the customer's reported condition of e2 error message could not be confirmed or duplicated. During the evaluation, a hole was observed in the hose. The findings indicate that this occurrence is due to improper handling. If additional information is received, a supplemental report will be sent accordingly.